Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right ventricular (rv) lead exhibited high pacing impedance measurement and high capture threshold. It was also reported that the rv lead had failed to capture. No intervention was performed. The patient was in stable condition.